Event description:
The customer reported via phone call that he did not see any flashing lights on the transmitter. Customer did not charge his transmitters before he connected the transmitter. Customer received a lost sensor alert. Customer stated that there are lights around the rim of the transmitter. Customer's blood glucose was 501 mg/dl at the time of the incident. Customer treated with the pump and feels that the pump is working but the sensor is not. Customer reported that the transmitter does not blink when it is connected to the sensor. Customer was advised to replace the sensor. It was found that the sensor cannula was bent over flat. Customer stated that he will replace the sensor. Customer also discussed off-label use of the revel pump with enlite sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.